Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports individual received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 29193c, reader sn (B)(6)). Repeat cue test performed on the same day provided a negative result. Individual tested negative 2x with rapid antigen tests within 48 hours of (B)(6) 2023. Exact date of testing and brand/manufacturer of the rapid antigen tests not provided. Customer did not provide any indication of symptoms at the time of testing. Cartridges were stored and testing was performed per the instructions for use.